Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse was able to duplicate the reported issue. Then fse found bead caught in the turntable gear. The bead was removed and the turn table gears were cleaned by the fse. A quality control (qc) run was performed by the fse with passing results and without any errors. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: if an error occurs, the device stops and the message shown below is displayed. If an error message is displayed during an assay, you may not be able to continue the assay. A 4004 turn table slip. Description: the turntable motor slipped. Troubleshoot: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported issue was due to bead caught in the turn table gears. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving 4004 turn table slip error on their aia-360 instrument while running patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2, fsh, prl and lhii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.